Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly broke down over time. Reportedly, the catheter was replaced. There was no reporter patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. However, one video was provided for review. Break was noted in the video. Therefore, the investigation is confirmed for the reported catheter broken down issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly broke down over time. Reportedly, the catheter was replaced. There was no reporter patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one video was provided for review. Th video shows the partial view catheter; metal stents were visible from the catheter damage area. However, the video also visibly shows catheter has already been repaired. It's unclear that the damage from original catheter or previously repaired issue. The visible break possibly incidental or cut during use. No other visible degradation was noted due unclear catheter. Therefore, the investigation is inconclusive for the reported degradation issue as reported issue cannot be verified without physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly broke down over time. Reportedly, the catheter was replaced. There was no reporter patient injury.